Event description:
The customer reported she had a pump in style advanced and the power cord caught on fire. No injuries were reported.

Manufacturer narrative:
In add'l f/u with the customer, the part is available, but she has not shipped it out yet. She did state that she saw a spark, fire, and smoke. She has received the replacement transformer and it is working fine. To date, the customer has not returned the part to medela, and current attempts to get the part back have been unsuccessful. As the original part has not yet been returned for eval/investigation, no definitive conclusion regarding the root cause of the reported event can be made. Should the part become available, an eval will be performed and a supplemental medwatch submitted at that time.